Event description:
It was reported that there was a disconnection between the patient connector of a peritoneal dialysis (pd) transfer set and the titanium adapter. This was observed during treatment for peritoneal dialysis therapy. The transfer set was replaced on the following day. The titanium adapter was not changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.